Event description:
Nidek received maude event report (B)(4) 04/30/2012. The pt had lasik eye surgery at a university to correct their astigmatism. The initial surgery did not produce satisfactory results; therefore, a lasik enhancement was performed. Within one year of both lasik and lasik enhancement surgeries, the pt was back to wearing corrective lenses. Pt complaining of vision fading over the years and corneal scarring. Pt feels they have not benefitted from their surgeries.

Manufacturer narrative:
The pt provided nidek with the address of the facility where the lasik surgeries took place. Based on the address and customer info, nidek was able to pinpoint the laser serial number. The ec-5000 excimer laser system serial number (B)(4) was only 3 months old at the time of injury. There were no complaints related to the reported injury by the facility. The DHR was reviewed and the device was routinely serviced every 3 months from the time of installation of 03/1999 until 10/2006. There were not any findings during the preventative maintenance and/or service reports that a malfunction occurred. The technical bulletins were reviewed no bulletins on the ec-5000 that could have caused a malfunction. Nidek had (B)(4) consulting contact the pt to answer our questions. The pt provided very vague answers. Nidek has contacted the pt by phone and email to have the pt request their records from the facility that performed their surgery. A response from the pt has not been made. Nidek cannot determine the root cause of the problem due to a lack of info. Nidek has decided to submit a MDR based on the info we have gathered. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Pt admitted that they were frustrated with having to wear glasses due to having lasik procedure and enhancement. This is why pt initiated adverse event report.